Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device went into safety ambient state. This occurrence happened once and was noticed during patient transport while the patient was being ventilated. The following safety modes and technical failure were observable: sv385002(safety failure detected), sv346054 (safety failure detected), tf746002(watch dog failed vgui). The device log files were provided to hamilton. These alarms occurred once and were not reproducible. The ventilator has been tested afterwards for hours, connected while using a test lung, with no errors as a result. There is patient involvement reported. Hamilton has withheld from any further information about this. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device went into safety ambient state. This occurrence happened once and was noticed during patient transport while the patient was being ventilated. The following safety modes and technical failure were observable: sv385002(safetyfailuredetected), sv346054 (safetyfailuredetected), tf746002(watchdogfailedvgui). The device log files were provided to hamilton. These alarms occurred once and were not reproducible. The ventilator has been tested afterwards for hours, connected while using a test lung, with no errors as a result. There is patient involvement reported. Hamilton has withheld from any further information about this. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.